Event description:
It was reported that insulin gauge did not appear to show actual insulin remaining in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no troubleshooting or corrective actions were documented, and no additional information was received regarding the outcome of the event.